Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt rec'd her scs system, including an ipg on (B)(6) 2010. It was reported that the pt's charger is not communicating with her ipg, but the pt has stimulation. A new charger was sent to the pt. No further info is available at this time.